Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. Review of the clinical data file showed the analyses for the four no-shock-advised events did not meet the criteria for a shockable rhythm due to low amplitude ECG signals and motion/CPR artifacts, which made it difficult for the analysis algorithm to reliably classify the rhythm as shockable. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.